Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as both "sometime last week" ((B)(6) 2017) and (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the therapy was turning off by itself when they were sitting. This had occurred ¿sometime last week¿ ((B)(6) 2017) and on (B)(6) 2017. The patient wets themselves when they stopped feeling the stimulation. There were no falls or trauma reported that could be related to the issue. There had been no recent medical testing or electromagnetic interference (emi) exposure and the patient did not have cycling programmed. During the therapy turning off issue the patient did not confirm the ins status with the programmer unit. The patient had never seen therapy off icon on the programmer screen. When the therapy had turned off the patient turned it back on using the blue button (on/off button) on the front of the programmer. It was explained to the patient how to properly turn the therapy off with the programmer. It was noted that the healthcare professional (hcp) told the patient not to use the on/off therapy buttons which they had not been using. The patient stated that as long as they felt the stimulation, the ins device was effective. There were no further complications reported or anticipated.